Event description:
It was originally reported that during a paroxysmal atrial fibrillation procedure the anesthesiologist noticed a drop in blood pressure, prompting the electro-physiologist to check for heart border motion on fluoroscopy. The heart border on fluoroscopy was not moving so a trans-thoracic echo was performed. Echo showed a small effusion behind the posterior part of the heart. Pericardiocentesis was performed by interventional cardiologist and 125cc of blood was removed. Follow-up revealed that only a single transseptal puncture was performed for access to the left atrium after having difficulty attempting a second transseptal puncture. Due to darkness of the blood, interventional cardiologist suspects a perforation of the right ventricle occurred during catheter placement. The patient had right atrial and right ventricular pacing leads, which made placement of the transseptal sheath difficult. The blood was too dark to be blood leaking from the left atrium due to either mapping or ablating. It is unknown which catheter caused the perforation. The patient was stabilized but remained in the hospital overnight for observation. This event is reportable due to the serious injury that occurred to the patient during the use of biosense webster products.

Manufacturer narrative:
The catheter was disposed of by the customer and the lot# was not indicated prior to disposal. No product analysis can be performed and the device history record review could not be completed. Concomitant products carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Cool flow pump: us catalog # cfp002, serial # (B)(4). Lasso nav 2515: us catalog # d134301, lot # unknown. (B)(4).